Event description:
It was reported that the procedure was performed on 6/15/2023 to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 3.0x38mm xience alpine stent delivery system (sds) was implanted; however, during post procedure review, a perforation was noted in the mid stent area; therefore, a 3.5x19mm graftmaster was implanted. On (B)(6) 2023, the patient developed chest pain and an angiography was performed, in which it was noted that the lad stented area had thrombosis due to the graftmaster. The lesion was pre-dilated with a 3.5x12mm nc trek balloon dilatation catheter (bdc) and a 2.75x18mm xience alpine sds was implanted from the mid lad to distal lad. The patient was hospitalized two days after the procedure; however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.na.